Event description:
It was reported that after a da vinci-assisted surgical procedure, the robot faulted with error 32100 and a message to disable the boom after undocking from the patient and attempting to sterile stow. The technical support engineer (tse) had the caller power cycle the system, but the error returned when trying to sterile stow after the restart. The tse reviewed the system logs, which showed errors reporting on acp3 from node ac_5c (z-axis). The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse exchanged the primary and secondary actuators due to intermittent error 32100. The system was tested and verified as ready for use.